Event description:
The customer reported the system froze attributed to a communication and generation error message. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.